Manufacturer narrative:
The insulin pump was received with blank display followed by a constant audio tone due to moisture damage on all the electronic assemblies. Unable to perform self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported that insulin pump continued to beep even after battery change. After battery change, display screen also went blank but beep continued. Customer reported that insulin pump was making a high pitch sound. Customer's blood glucose was 210 mg/dl. Customer was advised that insulin pump would need to be replaced.